Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to concentrating compression loading at coil deflected position likely due to one or more of the following: up angulation with excessive force. Bending section cannot be bent. Excessive bending of insertion section. Repeated angulation. Excessive tension of angulation wire. Length of coil pipe was long. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite bronchovideoscope was inspected before use and the angulation failed. The issue was found during reprocessing. There were no reports of patient harm. During evaluation of the returned device, it was found that the inability to angulate was caused by the deformation of the u-angle coil which was jammed with the angle wire inside the coil, causing the angle wire to be unable to operate. Therefore, is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. No additional findings were observed other than the deformed u-angled coil. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.